Manufacturer narrative:
The sample was received on 01/16/2009, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).

Event description:
Five days after insertion, the adapter separated from the tubing. The pt was a behavioral problem and may have caused the incident.